Event description:
It was reported that the periodic log file captured a controller internal fault event associated with an f29 lcd_com flag on (B)(6) 2024. The faults indicated communication between the liquid crystal display (lcd) and the controller was not functioning properly. The patient was in the clinic on (B)(6) 2024 for a left ventricular assist device (lvad) follow up hospital visit. The replace system controller alarm had occurred more than 130 times in the past 28 hours from the hospital visit. The yellow wrench was not lit, only the pump running symbol was on. All of the buttons on the patient's system controller were unresponsive. The patient stated that they did not attempt a self test in the morning on (B)(6) 2024. The last self test the patient recalled was either the morning of (B)(6) 2024 or the morning on (B)(6) 2024. The patient denied hearing any alarms recently. Pump function was not affected by this event. There was a plan to exchange the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section e3: occupation corrected. Section h6: medical device problem codes corrected. Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed and reproduced. A review of the submitted controller event log file spanned approximately 2 days (29jul2024 ¿ 30jul2024 per time stamp). Throughout the entire log file while connected to batteries, the controller internal fault alarm was active due to an lcd_com fault. The alarm lasted through the remainder of the log file and the onset was not seen. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (19jul2024 ¿ 30jul2024 per time stamp). The controller internal fault alarm became active on 28jul2024 at 09:03:58. There were no other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and the controller internal fault alarm was reproduced. The controller was opened and both the main pcba and liquid crystal display (lcd) pcba were inspected. The lcd pcba was swapped to continue with testing. One of the three lcd pcba screws were missing resulting in unsecure contact between both pcba. This contact issue resulted in the observed alarm. The controller was able to support pump function for an extended period of time. A manufacturing analysis task was opened to investigate the missing lcd pcba screw. The root cause was determined to be man as the number of screws is required per procedure. No CAPA/ecar/scar is required per this investigation due to low occurrence. Reoccurrence will be monitored and an awareness training for the hm3 system controller final assembly will be performed. The device history records were reviewed were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. No further information was provided. The manufacturer is closing the file on this event.